Manufacturer narrative:
Clinical review: during a customer survey, this anonymous patient reported having previous unspecified stomach infections while on pd modality, product unknown. There were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. No additional information can be obtained about the unspecified infection due to anonymous patient. Upon review of the available information, it has been determined there is no allegation, indication or objective evidence that this event was associated with the use of a fresenius medical device(s) and/or product(s). Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. A shipping search was performed for the facility, however no lot numbers were identified to have been delivered. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the facility or patient is available for the identified of the possible involved lots. An investigation of the device history records (DHR) could not be performed as no lot number was identified. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
During a customer experience survey a patient reported that they experienced a stomach infection while on peritoneal dialysis (pd) therapy. Attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.